Manufacturer narrative:
On 5/4/2016 - we have not received the product to date. We have requested the mailing address from the consumer on 4/4/2016. The consumer has not provided the mailing address.

Event description:
On 5/4/2016 - the consumer alleges that the product became loose and cut the sole on the consumers foot. Medical attention was received.